Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having a calibration error and issues with the sensor. Customer's blood glucose was 64 mg/dl and 89 mg/dl at the end of the call. Customer declined to troubleshoot. No further details given.